Manufacturer narrative:
The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted. The suspect product will not be returned. It was stated that there was no incision enlargement, no patient post-op injury, no unplanned vitrectomy and additional sutures that occurred. Currently patient has recovered perfectly with no additional concerns nor has he returned for another procedure. No other information was provided.